Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable due to exposed wires. Customer was able to charge the pump with an alternate usb cable. A replacement usb cable was sent to the customer by tandem technical support. There was no reported adverse impact to the customer¿s blood glucose.